Event description:
It was reported that there was potentially scarring issues on the old catheter and a new catheter was used as a replacement. It was later clarified that the physician believed excessive scarring on the catheter in the intrathecal space might have been detected during a computerized tomography (CT) scan and therefore it was decided to replace the catheter. The patient symptoms and condition were reported as unknown. The device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).